Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 rv lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was innappropriately shocked. It was also reported that the right atrial (ra) lead exhibited high thresholds. Small p-waves were also noted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead was undersensing the p-waves.